Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device ready for use indicator (rfu) ws indicating red "x" chirping, and that the device was indicting that it was not ready for use. The customer also mentioned "problems on discharge." There was no pt involvement.